Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard universal serial bus (usb) cable was cut and caused the keyboard to be unresponsive. A field service engineer (fse) replaced the keyboard cable to resolve the issue and had customer verify functionality successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the keyboard wire was broken. However, there were no delays or adverse events or injuries reported based on this event.